Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per vat: the prevue will not charge. Ac adapter has been changed but made no difference. This machine is used almost daily in our facility to assist with new and difficult cannulations. Since it stopped charging on (B)(6) 2019 there has been an increase in multiple cannulations and infiltrations of new fistulas. Some patients are even having cannulations held due to the complexities of their arms with no ultrasound assist to map them. This is leading to longer time with a catheter.